Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the reason for the pocket revision was an infection. The issue began in (B)(6) 2019. The catheter would not be returned for analysis. The patient's weight was unknown and the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 23-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ml, 663 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient was having a pocket revision on (B)(6) 2019 for a "pump pocket issue". There was no specific reported/known reason for the pocket revision. During the procedure, the hcp accidentally cut the catheter, so they were now doing a catheter revision, as well. No symptoms were reported.